Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet for two days experienced hyperglycemia after breakfast with sensor glucose around the mid-350s and confirmatory fingerstick at 315, without pump alerts, external assistance, or medical intervention; troubleshooting verified no visible set issues, tubing primed with observed drops, and the infusion set and site were replaced with insulin delivery resumed, after which glucose stabilized per reports. Symptoms included feeling alright without additional complaints. Outcomes included transient hyperglycemia that resolved after supply change, with no emergency care or hospitalization. Investigation included user interview, verification of infusion system priming, and guided infusion set and site replacement. Investigation of this case revealed no device alarms or mechanical anomalies observed by the user, an unclear root cause for the hyperglycemia, and glucose normalization following site and set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.